Event description:
During troubleshooting a check heater line alarm that appeared on the homechoice (hc) display during fill 1, the home patient (hp) noticed there was air in patient line. The baxter technical service representative (tsr) advised the hp to end therapy and start over with new supplies. The tsr asked the hp if he checked patient line prior to connecting himself, and the hp stated no. The tsr then explained to the hp that he should check patient line prior to connecting to hc machine. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During a follow up with the home patient (hp)'s nurse, it was revealed that the patient did talk to her about this but she will be seeing the patient the following day and will review proper procedures with the patient again. The nurse stated that the patient has been doing fine and has been continuing therapy.

Manufacturer narrative:
(B)(4). This complaint for a report of air in the patient line was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. A root cause was not identified. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.